Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported applying an adc freestyle libre sensor and subsequently experiencing bleeding at the insertion site. Customer had contact with a healthcare professional who removed the sensor, disinfected the sensor site, and provided the customer with alcohol wipes. No medication or additional treatment was required. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and the provided serial number was deemed invalid. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was completed for the reported complaint and fs libre sensors, and there were no adverse trends that indicate any potential product-related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported applying an adc freestyle libre sensor and subsequently experiencing bleeding at the insertion site. Customer had contact with a healthcare professional who removed the sensor, disinfected the sensor site, and provided the customer with alcohol wipes. No medication or additional treatment was required. There was no report of death or permanent injury associated with this event.